Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 504 mg/dl. The customer treated the bg level with an insulin injection reducing it to 211 mg/dl. The customer removed and reinstalled the cartridge. The alarm was not able to be cleared.